Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the distal tip ro (radiopaque marker) marker on the microcatheter (subject device) was separated from microcatheter tip during procedure and remained inside the patient's vessel. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the distal tip of the microcatheter was damaged and the distal ro (radio opaque) marker was missing. The distal end of the microcatheter shaft was flattened at 1.5cm from the distal end and proximal marker band was damaged/crushed. During functional testing, the microcatheter was flushed without difficulty, but the 0.0158¿ patency mandrel was unable to be advanced due to the damage noted. Information available indicated that the device was steam shaped for 50 seconds. Per the device dfu: "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds." The damage noted to the returned device is indicative of over heating during steam shaping and holding the device too long the steam source contributed to the reported issue. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the distal tip ro (radiopaque marker) marker on the microcatheter (subject device) was separated from microcatheter tip during procedure and remained inside the patient's vessel. No further information is available.